Event description:
The consumer's husband alleges the seat snapped off and cracked, causing the consumer to lose her balance and fall off the seat. No injury is alleged.

Manufacturer narrative:
Retrospective review of this file based on protocol (B)(4) date (B)(6) 2011 determined that this is an MDR. RMA 859007074-l has been initiated for this issue. Model 6500-bhd serial number/date code is unknown is approximately 1 year 9 months of age. The user manual part number (B)(4) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers is (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.